Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the device passes self-test and shift check but joules are not accurate on discharge. There was no report of patient involvement.